Manufacturer narrative:
3m espe received this report on (B)(6) 2015, and has attempted to obtain patient-specific information. Since the dentist has not provided the additional information, patient-specific reporting is not possible, and this report is being made to cover the impacted patients. Since this event involved three medical devices, three manufacturer reports are being submitted. Manufacturer report numbers 9611385-2015-00099 and 9611385-2015-00100 describe the second and third device, respectively.

Event description:
On (B)(6) 2015, a dentist reported that he had 25 tooth extraction cases. The patients had restorations made from 3m espe lava ultimate cad/cam restorative for cerec, which were secured with 3m espe relyx ultimate adhesive resin cement and scotchbond universal adhesive.

Event description:
On (B)(6) 2015, a dental professional provided 3m with patient-specific details about cases that required tooth extraction. This follow-up report is being made to update the original report to cover just one of the affected patients. The remainder of the events originally included in this MDR have now been made as individual reports. The patient, a male (B)(6), had a 3m espe lava ultimate cad/cam restorative for cerec crown placed on tooth #13 on (B)(6) 2012; the crown was reported to have been secured with 3m espe relyx ultimate adhesive resin cement and 3m espe scotchbond universal adhesive. The dentist reported that because of fracture of the underlying tooth structure, the tooth was extracted. Prior to placement of the lava ultimate crown, the tooth had experienced decay sufficient to require need of a root canal. Because of the prior tooth history, it is not clear how or if the 3m products contributed to the noted tooth fracture.